Event description:
It was reported that the intraocular lens (iol) was damaged. No patient contact reported. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 19, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was visually inspected under magnification revealing that the lens was stuck in the cartridge and overridden by the plunger rod. The tip of the cartridge was observed to be damaged. Ophthalmic viscoelastic device (ovd) was observed to be distributed throughout the cartridge. The lens module was opened and inspected, and ovd was observed inside the lens module. Indicating that an excessive amount of ovd may have contributed to the lens becoming stuck inside the cartridge. The lens was removed from the cartridge, cleaned, and inspected, and lens damage was observed on the surface of the lens. Damage on the haptic was also observed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Historical data analysis: a search of complaints related to the production order was performed and one additional complaint was found. These complaint issues reported are not related; therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.